Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter. The customer stated: the color of the tube is not transparent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Review of the photograph indicated one cloudy outer tube. Whilst this may be aesthetically displeasing it is not understood to affect the efficiency of the tube. 100 retained tubes from this lot number: 2032086 were visually inspected. No cloudy tubes were found. Bd was able to confirm the customer¿s indicated failure mode based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records for the lot: 2032086 were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sub-assembly: the device history records for the moulding lots: u4638396 and u8030119 were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Quality notification: 200996006 was generated for the moulding tubes lot number: u4623968 ; all product was dispositioned: all complained quantity of 62,499 tubes were scrapped. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.